Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jeblaoui, y. Et al (2008), complications of distraction in patients with clefts labial-maxillopalatines: maxillary distraction complications in cleft patients, revue de stomatologie et de chirurgie maxillofaciale, vol. 109, pages 218-225 (france). The aim of this study is to evaluate the complications of the maxillary distraction in clp patients. Between 2000 to 2007, a total of 8 patients (4 male and 4 female) with an average age of 17 years were included in the study. Of these, only 1 patient was implanted with bilateral synthes internal distractor. The average follow-up was four years with my six months and eight years. The following complications were reported as follows: a (B)(6) year-old patient had intraoperative hemorrhage lesion by a branch of the left maxillary artery that has been ligated. The patient had significant pain during activation. A cleft fistula is reopened. The fixation of the left distractor became destabilized after a few days of activation. The maxillary advance was asymmetrical, to the detriment of the g side. The final occlusion was in class I on the right and in class iii on the left. This report is for an unknown synthes distractor implants. This is report 1 of 1 for (B)(4).